Event description:
The customer observed falsely elevated alinity I stat high sensitive troponin-I results on one patient (birth year= 1995) diagnosed with dyspnea. The results provided were: on (B)(6) 2022 sid (B)(6) initial=363.2 pg/ml /the patient taken to the hospital due to falsely elevated alinity I stat troponin results. The troponin repeated at hospital=negative (no actual results provided). The patient discharged from hospital safely after negative troponin result. There was no other treatment provided to the patient. The customer pulled specimen from (B)(6) 2022 sid (B)(6) and repeated on another analyzer= < 4.0 pg/ml laboratory reference range for troponin male =< 26.2 pg/ml no further impact to patient management.

Manufacturer narrative:
Patient identifier = sid (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The complaint evaluation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, field data of alinity I stat high sensitive troponin-I reagent lot 40503ud00. The evaluation of complaint data for the product and likely cause alinity I stat high sensitive troponin-I reagent lot 40503ud00 identified normal activity as expected. Trending review determined no adverse trend for the issue for the product. Return testing was not completed as returns were not available. Historical performance of reagent lot 40503ud00 was evaluated using worldwide data from abbottlink. This evaluation indicated that the patient median result for lots within the established control limits. Therefore, no unusual reagent lot performance was identified. Device history record review did not identify any non-conformances or deviations with the complaint lot and complaint issue. A labeling was reviewed and found to adequately address the falsely elevated patient results. Since in this case sample integrity issues at the time of testing could have contributed to the customer¿s observation as a result of <4 pg/ml was generated upon repeat testing. A review of the manufacturing documentation did not identify any issues associated with the customer¿s observation. Based on the investigation no product deficiency was identified for the alinity I stat high sensitive troponin-I reagent lot 40503ud00.updated section d4 medical device expiry date to 10nov2022 from 22nov2022. Updated section b5 describe event or problem: birth year changed for patient to 1985 from 1995 and laboratory reference range for troponin= <26.2 pg/ml.

Event description:
The customer observed falsely elevated alinity I stat high sensitive troponin-I results on one patient (birth year= 1985) diagnosed with dyspnea. The results provided were:on (B)(6) 2022 sid (B)(6) initial=363.2 pg/ml /the patient taken to the hospital due to falsely elevated alinity I stat troponin results. The troponin repeated at hospital=negative (no actual results provided). The patient discharged from hospital safely after negative troponin result. There was no other treatment provided to the patient. The customer pulled specimen from (B)(6) 2022 sid (B)(6) and repeated on another analyzer= < 4.0 pg/mllaboratory reference range for troponin =< 26.2 pg/ml no further impact to patient management.